Event description:
It was reported that breakage occurred with a bd ultra fine¿ pen needles had breakage. The following information was provided by the initial reporter. "Material no. 320109. Batch no. 8233891. It was reported that pen needle broke off during injection. The insulin also ran down her hand. Red scratch mark was found on skin. Verbatim: consumer reported her pen needle broke off her skin during the injection. When she pushed the pen down and lifted hand up, she noticed the insulin ran down on her hand and saw red scratch mark on the skin and noticed little piece of flex was there. She checked on the floor and cloth, did not see any needle. As per her doctor she went to the ER, xray showed no needle inside the skin, she thinks it is still inside and wanted to know if she can send us the claim for the expense. Lot# 8233891; expiration date-08-31-2023. She has had the needle breaking in the past, she has not reported. She has let cvs know. Information-unknown. She uses new needle each time, she does rotate skin site for her injection."

Manufacturer narrative:
H.6. Investigation summary: customer returned (1) bd pen needle without a tear drop label attached. Consumer reported her pen needle broke off her skin during the injection. When she pushed the pen down and lifted hand up, she noticed the insulin ran down on her hand. The returned sample was examined and exhibited a broken patient end cannula. Damage to the hub suggests that the pe cannula may have been bent during the manufacturing shielding process. Unshielding this potentially bent pe cannula would have compromised the integrity of the cannula, thus leading to its breakage (as reported). The broken pe cannula would have been the cause of the leakage (as reported). A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failures (broken pe cannula & leakage). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. As per manufacturing, "investigation carried out in dl confirms the root cause to be misalignment of the shield to the hub at the shielding station. Capa290556 was raised to address this issue."

Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8233891; medical device expiration date: 2023-08-31; device manufacture date: 018-08-21; medical device lot #: unknown; medical device expiration date: unknown; device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that breakage occurred with a bd ultra fine¿ pen needles had breakage. The following information was provided by the initial reporter, "material no. 320109, batch no. 8233891. It was reported that pen needle broke off during injection. The insulin also ran down her hand. Red scratch mark was found on skin. Verbatim: consumer reported her pen needle broke off her skin during the injection. When she pushed the pen down and lifted hand up, she noticed the insulin ran down on her hand and saw red scratch mark on the skin and noticed little piece of flex was there. She checked on the floor and cloth, did not see any needle. As per her doctor she went to the ER, xray showed no needle inside the skin, she thinks it is still inside and wanted to know if she can send us the claim for the expense. Lot# 8233891; expiration date-08-31-2023. She has had the needle breaking in the past, she has not reported. She has let cvs know. Information-unknown. She uses new needle each time, she does rotate skin site for her injection."

Event description:
It was reported that breakage occurred with a bd ultra fine¿ pen needles had breakage. The following information was provided by the initial reporter, "material no. 320109, batch no. 8233891. It was reported that pen needle broke off during injection. The insulin also ran down her hand. Red scratch mark was found on skin. Consumer reported her pen needle broke off her skin during the injection. When she pushed the pen down and lifted hand up, she noticed the insulin ran down on her hand and saw red scratch mark on the skin and noticed little piece of flex was there. She checked on the floor and cloth, did not see any needle. As per her doctor she went to the emergency room, xray showed no needle inside the skin, she thinks it is still inside and wanted to know if she can send us the claim for the expense. Lot# 8233891; expiration date-08-31-2023. She has had the needle breaking in the past, she has not reported. She has let cvs know. Information-unknown. She uses new needle each time, she does rotate skin site for her injection."

Manufacturer narrative:
The following field has been updated due to corrected information: type of reportable event: serious injury. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.